Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
While this record was initially reported as an adverse event, it has been re-assessed as an adverse event and product problem due to the malformed staples.

Manufacturer narrative:
Based on the current information provided, the root causes of the patient¿s intra-operative complication and the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Isi has reviewed the site's system logs with procedure date of (B)(6) 2019, and there were 6 partial fires total in the case, by two different stapler 45 instruments. There was also a stapler 30 curved tip and a stapler 45 curved tip stapler instrument were used, without any partial fires. The two stapler 45 instruments with partial fires are as follows: part number 470298-12, lot t10181015-0015 fired 5 blue stapler 45 reloads with 3 partial fires. The 3rd fire, failed at 27.5% completion, 4th fire failed at 79.9% completion, and the 5th fire failed at 17% completion. Part number 470298-12, lot t10181015-0058 fired 3 stapler 45 reloads and all and had 3 partial fires (2 blue stapler 45 and 1 green stapler 45 reloads) . 1st - blue reload, failed at 13.6% completion, 2nd - green reload, failed at 40.6% completion, and the 3rd - blue reload, failed at 36.5% completion. This complaint is being reported due to the following conclusion:it was reported that during a da vinci-assisted pulmonary lobectomy procedure, the endowrist stapler 45 instrument was fired on lung tissue. However, the staple line was incomplete and malformed staples were seen. As a result, the staple line was completed with tiseel sealant and wet clips. The procedure was completed with no further issues reported.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the endowrist stapler 45 instrument was fired on lung tissue. However, the staple line was incomplete and malformed staples were seen. As a result, the staple line was completed with tiseel sealant and wet clips. The procedure was completed with no further issues reported. On 12/19/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr reported that the surgeon used an endowrist stapler 45 instrument with a blue stapler 45 reload installed. There were a couple of successful fires with the stapler 45 instrument. On the third fire, the stapler 45 instrument was fired with a blue stapler 45 reload installed, there was low straining noise, accompanied by errors on the system. It was noted that the stapler had just fired for about a centimeter and then stopped. There were some staples dumped in the end of the incomplete staple line. It was reported that there were some malformed staples; however, it is unknown if the staples that were dumped in the end of the staple line were malformed, or the partially fired staple line had malformed staples. The csr contacted isi technical support engineers (tse) and the tse reviewed live logs and discovered multiple 1164 and 22030 errors, for 2 different stapler 45 instrument, part numbers : 470298-12 / 1810150058 and 470298-12 / 1810150015. The tse suggested to try another stapler 45 instrument with a new reload, and to then reseat the drape. The surgeon tried firing again over the incomplete staple line; however, the issue persisted. The surgeon tried a covidien stapler instrument, however, the issue persisted. The covidien stapler instrument¿s handle broke outside of the patient. There were multiple incomplete staples lines on the lung fissure and thus could not complete the staple line. The surgeon then used the tiseel sealant and wet clips to complete the staple line on the lung fissure. The following were confirmed; no buttress material was used, no tissue bunching was witnessed, no video recording, and there were no reported post-operative complications. It was confirmed that the surgeon was unable to pick up all the loose staples from inside the patient. The csr did state that the surgeon was trying to staple over an area with too many staples and was unable to complete the line because of this.